Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient received inappropriate high voltage therapy. Right ventricular lead noise and high lead impedance were also noted. The lead was explanted. The patient condition was stable before and after the procedure.